Event description:
A patient reported blood glucose results of "587 mg/dl and 200 mg/dl" with a lifescan meter, performed between 10 minutes of each other. The meter, test strips and control solution were replaced.